Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This MDR is two of two for the same patient reporting a leak event while using the same unidentified lot of pd sets.

Event description:
A peritoneal dialysis (pd) patient's contact reported following treatment dampness was found within the cassette area. The contact was advised to contact the patient's pd nurse. The set was discarded. During follow up, the patient's contact reported the patient had not experienced any complications.